Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient needed to go to the intensive care unit as a result of an unknown pdm malfunction. No information regarding treatment was provided and is unavailable to gather.